Event description:
The customer reported the distal sheath has ruptured during set up before patient in the room involving an olympus cysto-nephro fiberscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.